Event description:
Liver biopsy was being completed. Dr felt that biopsy gun was not functioning correctly. He pulled the gun out of the pt and noted that the end of the biopsy gun was "barbed" instead of smooth. This caused excessive bleeding to pt but did not require add'l intervention.